Event description:
In 2009, it was reported to superdimension that after a superdimension case in 2008, the pt was given a chest x-ray which indicated a left upper lumen pneumothorax. No chest tube was required and the pt was discharged in 2009. It was reported that the procedure in 2008, was performed under conscious sedation and the pt moved often during the procedure. It was also reported that several biopsies were successfully performed, including the use of supertrax biopsy forceps. It was reported that fluoroscopic guidance was used to verify localization of biopsy tools.

Manufacturer narrative:
Lot number could be 45731 (date of MFR 3/2008) or 51999 (date of MFR 8/2008). Review of the device history record at superdimension for this lot did not reveal any abnormalities. The device was mfg and tested according to device specs and procedures. The device was discarded by the site after the procedure was completed. Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.